Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately calcified superficial femoral artery, the absolute could not be deployed at the target lesion. There was slight mechanical stress and resistance noted during the device advancement. During the deployment attempt, the thumbwheel initially turned then stopped but the stent did not deploy. The device was removed from the anatomy without issue and outside the anatomy it was noted that the stent was partially deployed. There was no reported adverse patient effect. A non-abbott stent system was used in the procedure without incident. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted blood and saline on the stent implant and in the shaft and blood on the handle, consistent with handling and use in the anatomy. The stent was stationary between the marker bands. The handle was unlocked, the stent was partially deployed, the distal sheath was retracted proximal to the tip, and the rack was observed to be retracted proximal to the thumbwheel; all consistent with the reported attempted deployment that stopped part way through. Possible causes for failure to deploy include, but are not limited to, kinks in the shaft, severely tortuous or calcified anatomy, and separation of shaft or sheath material. It was noted that there were multiple kinks and smash marks on the device, which were not noted in the pre-procedural inspection and, if they occurred before the attempted deployment, may have been the cause for the failure to deploy, but per the reported information, the kinks (and likely the smashing) occurred after the attempted deployment when the device was being packaged for shipping. As such, the kinks would have happened after the failure to load and could not have been a cause for the device issue. An attempt was made during analysis to deploy the stent, but the thumbwheel rotated with strong resistance and became frozen. As it appeared that the resistance may have been due to the significant amount of dried blood in the catheter, the catheter was soaked in an attempt dissolve it. A subsequent attempt at deployment was similarly unsuccessful and the blood appeared to have not dissolved. As the dried blood was likely from normal procedural manipulation and would not have been present when the device was initially being deployed, the confirmation of the failure to deploy may not be meaningful in this situation. Given the reported information and analysis findings, there is no clear cause for the failure to deploy. In manufacturing, a test is conducted to ensure thumbwheel retraction can be performed without undue force. Possible causes for the reported difficulty advancing the catheter include, but are not limited to, lesion anatomy, physician technique, and interactions with accessory devices. Analysis was unable to confirm this resistance due to the presence of dried blood which could not be removed. In this case, the reported presence of calcification may have led to the reported slight resistance. As a cause for the failure to deploy can not be found, it is not clear if this difficulty advancing the catheter was related to the failure to deploy. A review of the finished device lot history records did not reveal any nonconforming material records associated with the finished goods lot of this device. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality issue. All absolute .035 catheters are checked for guidewire movement and deployment force. Additionally, a sampling of catheters is destructively tested for deployment.